Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device failed the cutter insertion assessment and the neuro-tip was fractured. It was further determined that the bearings were worn out and loose, which created a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter device to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that the cause of the device malfunction was due to failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr drilled through the neuro tip causing it to fracture. The assignable root cause of the component damage (neuro-tip was fractured) was determined to be due to user error. The root cause of the component damage (cannot insert cutter) was due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings were damaged and all of the bearings had fallen apart on the craniotome device. It was further determined that the balls were missing and the cage was not present. It was observed that part of the craini clamp had broken off and the broken parts were not present. It was further determined that the device failed pretest for visual assessment and cutter insertion. It was noted in the service order that the device was not working. During in-house engineering evaluation, it was determined that the neuro tip was fractured on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.